Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the left master tool manipulator (mtm) but the failure analysis investigation is not completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, the customer had system errors and was unable to use the left control on the surgeon console. Isi followed up with the customer to confirm that the customer had converted to laparoscopy. There were no post-op complications. The customer had tried troubleshooting but was unsuccessful.

Manufacturer narrative:
4307 - intuitive surgical inc. (Isi) has received the master tool manipulator (mtm) for failure analysis investigation. Failure analysis confirmed that the mtm failed calibration due to error 1.